Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer experienced a low blood glucose level displayed as "low"; a specific value was not provided. Cause was not known. Customer addressed bg by consuming glucose tablets. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.